Event description:
It was reported that the device was broken and the syringe plunger was not in place. Calibration was attempted but the device did not recognize the syringe. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the top housing broken on the right side. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be the plunger pcb q1 chip was broken and missing and the top housing was cracked. The plunger assembly kit, plunger pcb, and top housing were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.